Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Correction: information was received that the onset of the original event (observations of moderate paravalvular leak (pvl) immediately following implant) occurred on (B)(6) 2014. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An autopsy was not performed and the device was not explanted. Additional information has been requested. (B)(4).

Event description:
Medtronic received information that approximately five months following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was not received. It was reported that the death was possibly related to the valve or its function. There were observations of moderate paravalvular leak (pvl) immediately following implant, which had improved to mild at one month and to an observation of no pvl at 12 weeks post-implant. It also was reported that the patient was diagnosed with atrial fibrillation with right ventricular response and a left arterial appendage clot, neither of which was associated with this valve or its implant. There was no treatment of intervention for the atrial fibrillation; the clot was treated with medication (heparin).